Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip didn't deploy off the catheter. The physician removed the catheter, and the clip came off. The procedure was completed with an alternative device. There were no patient complications reported as a result of this event.